Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after successful catheter implantation, the entire implanted part of the reported catheter which was used on the patient drifted. It was also stated that it was successfully implanted when the patient was lying down and the x-ray was taken when standing up. The catheter was not repaired. There was no leak. No cleaning agent was used on the product. Tego was not utilized. There was no luer adapter issue. Prior to use, no unusual observations were noted on the product. Additionally, no other products were utilized with it. There were no visible defects or damages found on the product beyond the reported issue. No interventions or treatments were required as a result of the event. There was no blood loss, and a blood transfusion was not required. No remedial actions were taken to address the issue. Furthermore, the catheter that came with the kit was not the one that was used. The insertion site was not treated prior to product placement. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the submitted photos noted one catheter, that had drifted to the left quadrant of the patient. It was reported that there was an ingrowth or catheter migration issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after successful catheter implantation, the entire implanted part of the reported catheter that was used on the patient drifted. It was also stated that it was successfully implanted when the patient was lying down and the x-ray was taken when standing up as a normal check after a successful surgery. The catheter was not repaired. There was no leak. No cleaning agent was used on the product. Tego was not utilized. There was no luer adapter issue. Prior to use, no unusual observations were noted on the product. Flushing or priming was not performed. Additionally, no other products were utilized with it. There were no visible defects or damages found on the product beyond the reported issue. No interventions or treatments were required as a result of the event. There was no blood loss, and a blood transfusion was not required. No remedial actions were taken to address the issue. Furt hermore, the catheter that came with the kit was not the one that was used. The insertion site was not treated prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, b6, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after successful catheter implantation, the entire implanted part of the reported catheter that was used on the patient drifted. It was also stated that it was successfully implanted when the patient was lying down and the x-ray was taken when standing up as a normal check after a successful surgery. The catheter was not repaired. There was no leak. No cleaning agent was used on the product. Tego was not utilized. There was no luer adapter issue. Prior to use, no unusual observations were noted on the product. Flushing or priming was not performed. Additionally, no other products were utilized, and it did not need to be used in conjunction with other manufacturers' supporting products. There were no visible defects or damages found on the product beyond the reported issue. No interventions or treatments were required as a result of the event. There was no blood loss, and a blood transfusion was not required. No remedial actions were taken to address the issue. The insertion site was not treated prior to product placement. There was no reported patient injury.